Event description:
Allegedly, patient was revised due to mom complications: metal ions levels; tissue destruction; cloudy synovial fluid; inflammation and pigmented macrophages and cerclage cabling:left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01154.